Manufacturer narrative:
Fmsu submitted this MDR (along with three other mdrs) on ocober 6, 2015. Unfortunately, the submission failed and we did not realize it until last week. We are there fore submitting it today. The following is the acknowledgment message received: (B)(4) has received your submission.

Event description:
Fujifilm medical systems u.s.a., inc. (Fmsu) recently completed a retrospective review of complaint files from 2013 through 2015 and has determined that this complaint meets the threshold for reporting. Fmsu is therefore reporting it at this time. The date of occurrence is unknown, however one can presume it was close to (B)(6) 2014, the date fujifilm was notified by the user.. Order entered in the (B)(4) was sent to the (B)(4) and the (B)(4) console workstation worklist. Technologist imaged patient and sent exam images to (B)(4). Technologist went back into the (B)(4) console workstation and changed the accession number of the acquired exam and tried to resend the images to (B)(4). The images with the new accession number were not accepted by the (B)(4) because the study ID was already attached to the accession number originally assigned to the patient (as entered in the (B)(4)). Therefore the images became stuck in the queue of the (B)(4) console because they were rejected by the (B)(4). Technologist may have reinitialized either the (B)(4) console or the output queue. Technologist could not find the images and concluded the images had been erased from the local database. The patient was reimaged and the technologist reported the original images as lost. However, the images were already in the (B)(4) so the technologist did not need to reimage the patient.